Manufacturer narrative:
(B)(4). Initial implant procedure was done on an unknown date in (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant devices is unknown. (B)(4). Device history records review was completed for part# 462.638s, lot# 4703129. Manufacturing location: (B)(4), manufacturing date: mar 09, 2004, expiry date: feb 28, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in (B)(6) 2016, patient was implanted with a trochanteric fixation nail (tfn). Patient had a revision surgery on (B)(6) 2017 for non-union, slow healing; the blade has cut out of the femoral head. During the revision surgery, the following hardware was removed: one (1)(9 mm titanium cannulated humeral nail-ex / 220 mm, one (1) titanium spiral blade 38 mm for titanium humeral nails, two (2) 4.0 mm locking screws and one (1) end cap. Patient was not revised with any new hardware. Patient¿s outcome was unknown. There was no delay in surgery. Concomitant devices: nail (part # 04.001.424s, lot # 6972374, quantity 1). The 4.0 mm locking screws (quantity 2). End cap (quantity 1). This report is for one (1) ti spiral blade 38 mm-sterile for ti humeral nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 03/21/2017 - procedure was a humeral nail of the arm not tfn. This report is for one (1) humeral nail.